Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report # 3005099803-2012-00298 pertains to the other device. It was reported to boston scientific corporation that an advantage fit transvaginal sling system was used during a procedure in the first week of (B)(6) 2011 (exact date unknown). There were no patient complications during this procedure and the procedure was completed with this device. According to the complainant, approximately six weeks after the initial procedure (exact date unknown), the patient presented with a small mesh exposure on the anterior wall of the vagina under the sling material. It was reported that the exposure would not heal. There was some slight irritation of the skin surrounding the incision sites but there was no dehiscence reported. On (B)(6), 2012, the physician excised the exposed portion of the sling material. The patient is currently reported to be fine.

Manufacturer narrative:
The complainant reported that the device was not used past its expiration date.